Event description:
Device malfunction: failure to deploy. Time of malfunction: during the procedure. Symptoms/ae: intervention for removal of foreign body. Time of symptoms/ae: during the procedure. It was reported that during the procedure in the proximal femoral artery, the device was unlocked, but the stent did not deploy. The stent was pulled back into the sheath. The stent deployed in the sheath. Hemostats were used to pull the stent out of the sheath and another absolute was deployed successfully. There was some additional blood loss; however, there were no patient injury and no additional information available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.